Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi, 8015 unit. Customer frank called in for help on 8015 unit. He is get missing battery, before call in he did replace the battery but not with new battery remove from another unit. Ask customer are they use our battery he said yes. After replace battery still same error let him know he is looking at the logic board on the unit needs to be replace confirm logic board part number. Ir # (B)(4).